Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes and returned product evaluation. Review of the revision operative notes indicates that the surgeon noted a loose femoral component. Visual evaluation of the returned articular surface shows nicks, gouges, and pitting. Additionally, the dovetail feature is flared. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately 3 years post initial surgery due to ongoing unspecified issues as well as experiencing pain. It was also noted the revision was a 1st stage revision to spacer molds. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Year of birth is (B)(6). Medical products - persona ps standard femur # 42500606202 lot # 62690098. Persona stemmed tibia # 42532007502 lot # 62676445. Persona all poly patella # 42540000038 lot # 62113096. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00274 and 0002648920-2017-00728. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery approximately 3 years post initial surgery due to pain. Attempts have been made and additional information on the reported event is unavailable.